Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 4 (the motor arm cannot communicate with the main arm), pump error 15 (the critical block and inverse critical block did not add to zero), pump error 23 (post-reset ram crc alarm). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Customer was able to clear the alarm. Customer was unable to rewind the pump. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned. The customer will discontinue using the device.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0870 inches. No drive/motor anomaly or rewind anomaly noted. [Per (B)(6) ¿ r&d engineer. Pump error 15 (inverse_check) (file num / line num: (B)(4) was triggered in function hrm_one minute test file hrm_periodic_tests since critical data integrity check failed¿ suspecting hw (memory corruption). Pump error 23 was the consequence of the pump error 15 since pump restarted without safe shutdown. Pump error 4 was also the consequence of the pump error 15 and was expected.] The following were noted during visual inspection: minor scratched display window, scratched case and pillowing keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. Perform the history review 1 week prior to the event date 31-mar-2025 in the pump history file and found 1 pump error 4 on (B)(6) 2025, 1 pump error 15 on (B)(6) 2025 and 1 pump error 23 on (B)(6) 2025. [Please see (B)(6) analysis summery listed above.] Pump was cut open to perform visual inspection and found moisture damage on the pcba1, pcba2, and motor noted. No damage noted on the force sensor. Force sensor zero offset within specification (24.0 mv). Pump error 15, pump error 23 and pump error 4 were due to moisture damage on the electronic assembly. The pump passed the functional testing. Drive/motor anomaly-rewind not confirmed. Alarm-a321-pump error 15 confirmed. Alarm-a329-pump error 23 confirmed. Alarm-a318-pump error 4 confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.